Event description:
It was reported that during a device check, it was noted that the device exhibited pacing at around 39bpm when the device had been programmed to vvi 70 and vvi 50. Follow up was attempted, but it was not possible to obtain any additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a device check, it was noted that the device exhibited pacing at around 39bpm when the device had been programmed to vvi 70 and vvi 50. Follow up was attempted, but it was not possible to obtain any additional information. It was further reported that the device was checked, and appeared to be functioning normally. The device remains in use. No patient complications have been reported as a result of this event.